Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00328-1. The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: the cutter failed testing due to an incomplete cut. The gears, collars, and bearings were replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the carrier does not pass through the mesher when in use, and mesher with cutter sit high. The event timing outside of surgery. Therefore, there was no harm or delay reported. No adverse events were reported as a result of this malfunction. Diligence is complete, no further information to provide. At product evaluation investigation the cutter failed testing due to an incomplete cut.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.